Manufacturer narrative:
Received one device. Visual inspection was performed the reported issue was duplicated. The probable cause of the reported issue is a defective wireless communications module. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device alarmed due to intermittent module connectivity during implementation of pump at facility. There was no reported patient involvement.